Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance of one interlink IV conn/male luer lock adapter in which the hub separated from the tubing at the bonded junction. The i.v. Had been placed in the patient's foot and the emergency room manager had assured all of the connections were secure but then noticed a small amount of blood on the floor and a leak of an unknown solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.